Event description:
It was reported that during the procedure, noise occur on all the channels, including the carto and bard recording system at the same time after inserting the catheter. The issue resolved by changing the catheter and the case was completed without any patient consequence.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. The device history record was reviewed, it was identified that 3 pieces were scraped; however DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these 3 pieces exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4).